Event description:
It was reported through the filing of a lawsuit that allegedly subsequent to her surgery, the patient experienced pain and chronic dislocations in her left hip. It is further alleged that the patient underwent revision of the acetabular component.

Manufacturer narrative:
The other device noted in this report was an unknown accolade hip. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time. Therefore, the exact cause of the reported event cannot be determined. Not returned - legal.